Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited loss of capture. On (B)(6) 2015, the patient presented to the clinic and the lead exhibited loss of capture and loss of sensing. The physician suspected that the lead was fractured. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.